Event description:
It was reported that this patient presented to the emergency department reporting a shock and fainting. Interrogation was not successful, and a message of not being able to read data was displayed, interrogation issues have been exhibited in the past. Technical services (ts) reviewed the software version was updated and provided other recommendations, interrogation could not be performed. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.